Event description:
Provider alleged pilot valve is leaking. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the pilot valve leaking. Additional malfunction was the power cord was changed.